Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
A pacing lead was returned to the manufacturer, analyzed and tested out of specifications. The lead exhibited an insulation breach. No patient complications have been reported as a result of this event.